Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 1 safeset¿, 1 transducer 1 port, 53 inch (134 cm), 3ml/ hr macrodrip. The customer reported that the lines split (drop by drop) just above the rinsing site. They further stated that their practices have not changed. The device was in use on a patient at the time of the event; however, there was no adverse event or harm reported. This captures the second of two events reported.